Manufacturer narrative:
(B)(4). The rt212 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the inspiratory heater wire of the returned rt212 breathing circuit was visually inspected for damaged pins and tested to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be connected to the heater wire socket in the inspiratory tube. A visual inspection revealed that one of the inspiratory heater wire pins was split. This prevents the adaptor from connecting to the heater wire socket. A lot check revealed no other complaints for lot 110304. Conclusion: it is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by health care facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. (B)(4).

Event description:
A hospital in (B)(6) reported through our distributor that the heater wire pins of an rt212 adult breathing circuit were bent. This was found before patient use.